Manufacturer narrative:
The customer returned the suspected contour® next one meter (serial # (B)(6)) and contour® next test strips (lot # 4lheg01c) for evaluation. An in-house testing was performed with the returned meter and test strips using blood spiked with glucose at 131 mg/dl, as determined by ysi instrument in five replicates. All tests recovered within fit-for-use limits. The blood glucose results obtained with the in-house testing were properly stored in the meter's memory.

Event description:
The customer contacted ascensia customer service to seek assistance with his contour® next one meter. During troubleshooting, it was found that the customer's blood glucose readings were not being stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.